Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the plastic part of the tip of the fenestrated bipolar forceps instrument was burnt. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue was identified after reprocessing. No further information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley where the grip is. No conductor wire damage was observed. The complaint was confirmed by failure analysis.